Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues. This report is being filed on an international product, list number 8l44 that has a similar product distributed in the us, list number 6l22.

Event description:
The customer reported false nonreactive architect total anti-hbc results on one patient. The results provided were: first sample total anti-hbc= 0.75 / 0.79 / 0.78; new sample next day = 0.83 / 0.90 / 0.95s/co (<1.00s/co = nonreactive); anti-hbc igm = 30.9 /35.0s/co (>/=1.00s/co = reactive) / new sample next day= 32.7 / 33.3 s/co (>/=1.00s/co = reactive). There was no reported impact to patient management.

Manufacturer narrative:
A review of tracking and trending found no trends related to the issue of false non-reactive results for architect anti-hbc. A ticket search and sensitivity testing could not be performed as the lot number is unknown. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect anti-hbc ii assay.